Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water system is clogged not allowing water flow to the insert. Hp cable has no air flow and duckbill filters have poiwder build up.

Event description:
While using a g120 scaler, there was poor water flow and the insert tips were overheating; no injury resulted.